Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump touch screen was delayed in responding to presses. Also, it was reported that the wake button was sticking. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.